Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery." This condition had the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness were replaced to correct the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. Previous service on 3/23/2010 and 5/16/2009 for 'battery damaged' where the batteries and battery harness were replaced each time.

Manufacturer narrative:
(B)(4).